Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the sinus p waves were intermittently lower. Due to the patient's chronic illnesses it was determined to leave the "lead as is.¿ no patient complications have been reported as a result of this event.